Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was found in the event logs, but not duplicated during testing. The downstream occlusion(dso) seal showed severe bubbling. The probable cause is unknown. The downstream occlusion(dso) sensor was replaced as preventative maintenance.

Event description:
It was reported that the pump displays that the cassette is not attached. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.